Event description:
Per article "risk factors for inflammatory pseudotumour formation following hip resurfacing", in the journal of bone and joint surgery(br) 2009; 91-b:1566-74, s. Glyn-jones, h. Pandit, y.m. Kwon, h. Doll, h.s. Gill, d. W. Murray from nuffield orthopaedic centre, university of oxford, oxford, england, reported 8 conserve plus (c+) revisions for "a confirmed diagnosis of pseudotumour."

Event description:
It was reported that noise was observed on the lead. R-waves and the pacing lead impedance showed a decrease since implant and the capture threshold had increased. The sensitivity was resolved with programming. The lead will be monitored.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Analysis shows no trend for item/lot. Product was not returned. (B)(4).

Manufacturer narrative:
Investigation is not complete. Although additional information has been requested from the assigned contact person, no response has been received. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. The article was published in the united kingdom.